Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was patient said the device is not working and they can't adjust stim. Patient said they can see the numbers sometimes when they go up but they don't feel anything adjusting on the stimulator. Reviewed how to adjust stim with and without the antenna. Patient was getting the poor communication screen w/ the antenna attached. Patient was able to communicate w/out the antenna attached. Patient had stim at 6.9. Reviewed how to change programs. Patient was able to change the program and increase stim. Patient was not feeling stim and kept getting poor communication. Emailed repair for a replacement antenna. Patient is starting to have more diarrhea and they can't control it.

Manufacturer narrative:
Continuation of d10: product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) . They reported that they were sent a patient programmer antenna in original call but the patient programmer antenna didn't resolve the issue (poor communication on patient programmer). Pt said they needed the patient programmer to be able to make an adjustment to their settings because the implant wasn't doing anything for them. Pt said they haven't seen their managing health care provider (hcp) in a long time. They wanted to be able to make an adjustment to their therapy because the medication wasn't working. Patient said new batteries had not resolved the issue and they had noticed today that there was a lot of corrosion inside of the 3037 icon patient programmer. Patient services (ps) emailed repair to send replacement. Ps reviewed that patient would need to follow up with hcp to have additional programs added to external component. Ps reviewed age of implanted device and reviewed if replacement patient programmer didn't connect with ins that they would need to follow-up with managing hcp. Additional information was received from the patient on (B)(6) 2024. They reported that the patient called back with re placement antenna but the patient continued to get the poor communication screen with the replacement. Patient services had the patient unplug the antenna and attempt to connect without the antenna however the patient still got the poor communication screen. Patient confirmed they were using new aaa alkaline batteries. Patient tried another new pair of aaa alkaline batteries and the programmer wouldn't come on at all and the patient then put the old batteries in and then the programmer still wouldn't power on so the patient got another set of new aaa alkaline batteries and the programmer powered on however the patient still received poor communication with and without the antenna. Patient services reviewed battery longevity considerations with the patient and suggested that given the age of their implant, the ins battery could be at end of life and redirected the patient to follow up with their health care provider (hcp) to check the implanted system. Patient stated they were on their break currently at the time of the call so they stated they were going to call their hcp to set up an appointment as soon as they hung up with patient services. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 37092 serial# unknown: product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.